Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a stuck button and alarmed low battery less than 1 week of having a new battery. The customer indicated that a new battery was installed but did not resolve the issue. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked j1 printed circuit board keypad connector or stuck button alarm noted during our testing. All functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within the specification range. No unexpected low battery alarms or power system error alarms noted during our testing. However, power system error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. Installed a water filled reservoir, primed pump, and programmed with multiple boluses, observed the liquid exit the tubing during the bolus deliveries; all boluses delivered properly and were listed in the daily history screen and the reservoir icon displayed the remaining reservoir units left properly. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.